Event description:
Customer reported receiving inaccurate erratic readings on their freestyle flash blood glucose monitor. In blood glucose tests, customer received readings of 334 mg/dl and 84 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.